Event description:
After implantation of a cc4204bf model lens in 2001, it was reported by the surgeon that the patient had prolonged iritis. The patient has been on acular and pred forte after the surgery, symptomatic iritis occurred when these were tapered off. The acular was increased to tid in 09/2001. The patient's eye was dilated to look for residual cortex and a small lens fragment was noted in the sideport incision, this was removed with return to or in 06/2001. There was no evidence of cystoid macular edema. The lens remains implanted.